Manufacturer narrative:
Block h6: device code a051104 captures the reportable event of jaws failed to close. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection observed the distal section was mechanically cut. The jaws were open, and the jacket was kinked. The reported event of failure to close was confirmed as the jaws returned stuck in the open position. Based on all available information, it is likely that the damage to the device was caused by procedural factors and handling of the device. Additionally, if the jaws were stuck open this could have caused difficulty removing the device during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the bronchial tube during an ebus-guided intranodal forceps biopsies procedure performed on (B)(6)2023. During the procedure, the forceps failed to close and could not be removed from the scope. To address this situation, the physician made the decision to remove both the scope and the forceps together. The procedure was then successfully completed using another coredx biopsy forceps. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a051104 captures the reportable event of jaws failed to close.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the bronchial tube during an ebus-guided intranodal forceps biopsies procedure performed on (B)(6) 2023. During the procedure, the forceps failed to close and could not be removed from the scope. To address this situation, the physician made the decision to remove both the scope and the forceps together. The procedure was then successfully completed using another coredx biopsy forceps. There were no patient complications reported as a result of this event.